Event description:
It was reported that there were no audible tones coming from the mx40 1.4 ghz smart hopping when the device was powered on. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
D1 brand name was corrected from mx40 1.4 ghz smart hopping to intellivue mx40 1.4 ghz d2b FDA product code was corrected from dsi to mhx d4 model number was corrected from 865350 to mx40 1.4 ghx smart hopping the philips remote service engineer (rse) sent the customer a quote and bench repair form. The customer was advised to return the device to bench repair. As of 13jun2025, this device has not been received by the philips authorized repair facility for evaluation, therefore, the complaint allegation cannot be confirmed, and the cause of the reported allegation is undetermined. If additional information is later obtained, the complaint will be reassessed and updated accordingly.